Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose level was 160 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.